Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Ladies and gentlemen batches of the following product produced after may 2023 were not marked with a unique device identifier (UDI) and are therefore, as we understand it, not marketable: bd micro-fine ultra pen needles, 0.25mm (31g) x 8mm (100) do you have permission to extend the deadline for applying a UDI for this product? ------------------------------------------------------------------------------------- thanks, and regards.